Event description:
Two 6.0mm ti hard rods 400mm, status post t9-t10 burst fracture, broke postoperatively. X-ray revealed both rods broke in half. Broken rods were removed and replaced.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.